Event description:
It was reported to philips that the device was set to demand mode pace at a heart rate (hr) of 50 and the device failed to pace when the hr was 40. There was no patient harm.

Event description:
It was reported to philips that the device was set to demand mode pace at a heart rate (hr) of 50 and the device failed to pace when the hr was 40. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.